Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing. In addition the patient experienced premature ventricular contractions (pvcs). Boston scientific technical services (ts) reviewed the presenting, and ts agreed that there was one oversensed myopotential signal and noted that sensing otherwise looked good. Ts also noted that the pvc was undersensed. The s-ICD and electrode remain in service. No adverse patient effects were reported. Additional information was received indicating the patient received fifteen shocks in a day. Ts was contacted to review the episodes, and ts noted the patient had ventricular fibrillation (vf) induced four times after the s-ICD shocked on the t-wave of a wide complex signal. After induced, there were multiple shocks that did not convert the vf. There was also some oversensing. No additional adverse patient effects were reported. Additional information was received indicating s-ICD therapy was turned off given the s-ICD induced vf. Subsequently, the patient was implanted with an implantable cardioverter defibrillator (ICD) system in response. The s-ICD system remains implanted. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and returned for product analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing. In addition the patient experienced premature ventricular contractions (pvcs). Boston scientific technical services (ts) reviewed the presenting, and ts agreed that there was one oversensed myopotential signal and noted that sensing otherwise looked good. Ts also noted that the pvc was undersensed. The s-ICD and electrode remain in service. No adverse patient effects were reported. Additional information was received indicating the patient received fifteen shocks in a day. Ts was contacted to review the episodes, and ts noted the patient had ventricular fibrillation (vf) induced four times after the s-ICD shocked on the t-wave of a wide complex signal. After induced, there were multiple shocks that did not convert the vf. There was also some oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing. In addition the patient experienced premature ventricular contractions (pvcs). Boston scientific technical services (ts) reviewed the presenting, and ts agreed that there was one oversensed myopotential signal and noted that sensing otherwise looked good. Ts also noted that the pvc was undersensed. The s-ICD and electrode remain in service. No adverse patient effects were reported. Additional information was received indicating the patient received fifteen shocks in a day. Ts was contacted to review the episodes, and ts noted the patient had ventricular fibrillation (vf) induced four times after the s-ICD shocked on the t-wave of a wide complex signal. After induced, there were multiple shocks that did not convert the vf. There was also some oversensing. No additional adverse patient effects were reported. Additional information was received indicating s-ICD therapy was turned off given the s-ICD induced vf. Subsequently, the patient was implanted with an implantable cardioverter defibrillator (ICD) system in response. The s-ICD system remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing. In addition the patient experienced premature ventricular contractions (pvcs). Boston scientific technical services (ts) reviewed the presenting, and ts agreed that there was one oversensed myopotential signal and noted that sensing otherwise looked good. Ts also noted that the pvc was undersensed. The s-ICD and electrode remain in service. No adverse patient effects were reported. Additional information was received indicating the patient received fifteen shocks in a day. Ts was contacted to review the episodes, and ts noted the patient had ventricular fibrillation (vf) induced four times after the s-ICD shocked on the t-wave of a wide complex signal. After induced, there were multiple shocks that did not convert the vf. There was also some oversensing. No additional adverse patient effects were reported. Additional information was received indicating s-ICD therapy was turned off given the s-ICD induced vf. Subsequently, the patient was implanted with an implantable cardioverter defibrillator (ICD) system in response. The s-ICD system remains implanted. No additional adverse patient effects were reported.